Event description:
It was reported that during implantation, performed on (B)(6) 2014, granulation was found in he cochlea and that the insertion of the electrode array was difficult. Upon looking at a CT scan, it was seen that the tip of the electrode had folded back on itself. The device was then explanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.